Event description:
Device was returned for elective replacement indicator (eri) and subsequently tested out of specification at manufacturer's analysis. Device was removed from service. No patient complications have been reported as a result of this event.